Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation, however the distal luer was not returned with the unit. A visual examination confirmed the reported condition, of a broken male luer lock. However, the cause of this condition could not be determined. No other observations were noted on the sample. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that an anti-siphon patient controlled analgesia extension sets male luer lock was broken. The process step that this malfunction was identified is unknown. It is unknown if there was patient involvement; there has been no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up emdr will be submitted.

Manufacturer narrative:
(B)(4). The exact date of this event is unknown. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.